Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was abdomen and upper buttocks. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient also reported blood in the set. No further information available.